Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields : d8, h2, h3, h6, h7, h9 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause is that the distal end cover was not properly attached and dropped off due to load during the procedure. Since it is difficult to visually detect the state of attachment of this product, it is possible that the attachment of the distal cover was insufficient. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic trans-gastric laparoscopic-assisted endoscopic retrograde cholangiopancreatography, was performed to address a common bile duct leak post laparoscopic cholecystectomy, the duodenovideoscope was used with distal cover the distal cover became dislodged inadvertently into the stomach. Due to anatomical variances, the endoscopic retrograde cholangiopancreatography was unsuccessful. The endoscopist moved to a gastroscope to retrieve the distal cover however the surgical team opted to move to an open procedure, during which they removed the dislodged cap. As reported, there was no patient harm as a result of the cap being dislodged. The report is 2 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.